Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue had been caused by a fingerprint (bio-ID) recognition failure for the specific user, even though the bio-ID system had been functioning correctly for other users. A technical support specialist verified the logs, identified it as a fingerprint issue, and monitored the system. Later, the issue was effectively resolved by the customer/user, as the anesthesiologist had attempted bio-ID multiple times, then successfully logged in using a password, and later retried bio-ID, which worked without any issue. The system functioned as intended after the technical support specialist had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fingerprint malfunctioned and anesthesiologist was unable to remove a vial of medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.